Event description:
Pyxis medstation 2000 automated dispensing cabinet carousel drawer snagged a zip-lock bag containing 10 doses of oxycontin -c-ii cs-out of its assigned location, then dragged and dropped it behind the drawers, inside the the locked cabinet. The ten missing oxycodone tablets created a major investigation involving much time from pharmacy, nursing, and hosp security. High anxiety as involved personnel came under suspicion of narcotic theft. Personal items were searched by security of those employees involved. High anxiety situation trying to determine who diverted the 10 narcotic tablets. Facility had a similar event occur about a year ago. Recommend pyxis corp be instructed to issue a caution letter to all users stating that the carousel drawers are capable of grabbing small plastic bags out of the secure pockets and depositing them in obscure locations elsewhere, randomly inside the equipment. Users should be cautioned not to place meds in bags, and to consider this anomaly in investigating unexplained losses of secured drugs.